Manufacturer narrative:
The reported complaint of an air trap error message was confirmed based on the evaluation of the thermogard console (sn (B)(4)) performed at customer's site. Visual inspection of the console found that the air trap block needed cleaning. With guidance from a zoll field service engineer, biomed was able to clear the air trap error message by cleaning the air trap. Following the air trap block cleaning, the thermogard passed all the testing with no issue or faults observed. Historical complaints were reviewed and no similar complaint was reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
As reported the thermogard xp ivtm console (sn: (B)(4)) displayed an air trap message. The customer was not able to clear the message. There is no known patient consequences reported.